Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that ipg did not last 24 hours between recharges. As a result, surgical intervention was undertaken on 29 april 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for ipg end of life (eol) was confirmed. As the ipg had been implanted for approximately 14 years, this is considered normal battery depletion. The ipg was functionally tested and passed all testing. A high scs parameters battery capacity test was performed. Stimulation was continuous for 96 hours which was greater than 24 hours. The device exceeds the device life requirement in the dfu stating; at high stimulation parameters, a ten-year-old device will maintain at least 24 hours of continuous therapy between recharges. Based on analysis of the returned device, ipg is not reportable due to normal device longevity.